Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer stated that they had been having high blood glucose levels for the past one or two months and had to use manual injections every now and then. At the time of the phone call the customer's blood glucose was 400 mg/dl. The customer stated that they think the insulin pump was not delivering the correct amount of insulin. Troubleshooting was offered, but the customer stated that they were going to their doctor's appointment and would see if troubleshooting could be performed there. Nothing further was reported.